Manufacturer narrative:
On oct 21 2016, no additional information had been obtained, therefore kci is reporting this event as it was unknown if medical or surgical intervention was required. Based on information provided, it cannot be determined that the alleged maceration is related to activ.a.c. Therapy. It is unknown if medical or surgical intervention was required. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
On (B)(6) 2016, the following information was reported to kci by the nurse: the patient experienced a technical issue with v.a.c. Therapy, and alleged the wound was macerated. No additional information available. On sep 14 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On sep 15 2016, the device was placed with the patient. On sep 27 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.